Event description:
User facility reported that the device was in use with pt (time in use not provided). According to report, the device was being removed from use during scheduled tracheostomy tube change and it was noted that the right side flange had broken off. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.